Event description:
A customer reported "low vacuum". The timing of the event is unk . The level of pt involvement is unk. Additional info has been requested, but has not been received.

Manufacturer narrative:
A company representative examined the system and replaced a regulator. There were no samples returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unk at this time. (B)(4).